Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the facility called in to request the bolsters for a mattress for the patient. When asked for the type of mattress the nurse stressed that they just needed the bolsters. When asked what the issue was, she informed me that the patient fell out of the bed. The facility was contacted for additional information about the alleged incident and refused to answer any questions. The joerns field service technician went to the facility and inflated the bolsters on the mattress. The mattress and control unit remain in use by the patient. Complaint#(B)(4) was entered into our system.